Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 20 mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured proximally from sinotubular junction (stj) calcium when the valve was about 90% deployed. The delivery system was discarded, and a new 20 mm commander delivery system was prepped. The valve was post dilated with +1cc of extra volume with the balloon more ventricular to avoid the stj calcium. The valve was successfully expanded with the new delivery system and no central leak was observed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint de-vice, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device-related imagery was provided and evaluated. Balloon was burst radially and longitudinally with the flared distal balloon wings and minor stretching of balloon spring. In this case, the balloon burst was confirmed based on provided device related imagery. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that balloon was ruptured proximally from sinotubular junction (stj) calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.